Event description:
A pt reported that after injections with botox and juvederm in the glabellar area and nasolabial folds, the pt experienced while pus-filled bumps, the area turned a blue-purple color, and is now and hot in the glabellar area. The physician prescribed arnica cream. Follow up findings: supplemental info received from the physician's office stated that the pt was injected in the nasolabial folds with juvederm ultra plus xc, juvederm ultra plus xc and dysport in the glabella, and the remainder of the juvederm ultra plus xc in the nasolabial folds. Two days after the initial juvederm injection, the pt reported that there was redness and swelling in the glabella, which had been hot and painful the day of injection and the swelling and redness extended up into the forehead. The pt self -prescribed benadryl which did not help resolve the symptoms. The pt was seen two days later by the injector and was prescribed augmentin to prevent worsening of the symptoms that may lead to permanent damage. The pt's symptoms were localized in the glabella and the injector noted areas that could form pustules in the skin. The pt was referred to another physician for a consult of possible vascular event. The pt was examined and it was determined that no vascular event occurred. The physician offered to treat with hyaluronidase, but the pt declined. The physician prescribed arnica cream. The symptoms are improving, but have not resolved at this time. The physician noted that the pt was told to keep the injected areas clean, but later found out that the pt had applied make up to the injection sites the day of injection. The physician is not sure if this had anything to do with the symptoms.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(6) 2011. Device eval summary: batch number h30l726055 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.